Manufacturer narrative:
Testing and investigation found the device powered on and failed the self test. The device froze and failed to initialize and displayed a "please wait while pump initialize" message and the device sounded an audible alarm from the secondary beeper. Further testing found the device did not pass the sdram test which may have caused the customer's reported whitescreen error. The probable cause of the whitescreen error was due to the uic (user interface controller) som2 module. In addition, the snaphat battery that supported ram chip u2 on the user interface controller (uic) board was noted to be depleted. The snaphat battery voltage that supported ram chip on uic board was found to be 0.190 vdc (nominal 2.8 vdc). A depleted snaphat battery can cause the ram data to be corrupted and can result in a white screen error. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a white screen error. The device was returned to the biomedical department with a report of flashing white screen and giving a high pitched alarm. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.